Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va052e7, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the device did not have a power on reset. Reprogramming was done on (B)(6) 2014 and the patient recovered without permanent impairment.

Event description:
It was reported the patient walked through a metal detector at the bank and was ¿trapped¿ in it for three minutes as the doors locked because the metal detector went off. It was stated the device stopped working. It turned off and the ¿number¿ the patient was on ¿or the frequency¿ changed. The patient turned their stimulation back on and the ¿channel¿ they were on did ¿not respond at all.¿ it was noted the patient did change the ¿channel¿ and another one did work, but the patient then had pain going down their right leg and it hurt in the back where the device was located. This started right after going through the metal detector. A loss of therapeutic effect was also noted. During the call, the patient was able to synchronize and stimulation was on at 2.55v on program 1. No outcome was provided with this event. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.